Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was selected to dilate an extremely hard calcified lesion. Upon the first inflation and under 4 atmospheres, the balloon ruptured. The balloon was removed intact and the procedure was completed with a sterling balloon.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).